Event description:
Rn unable to flush catheter prior to insertion of line. Fluid would not advance past bd oval. This occurred 2 times with 2 different lot# and different rn and pts. Product returned to bd qa dept for evaluation.